Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the two spyscope ds ii, spysnare and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii, spysnare and spyglass ds controller were used during a cholangioscopy procedure performed in the common bile duct (cbd) on (B)(6) 2021. During the procedure, the image of the first spyscope ds ii was lost less than 5 minutes into the procedure. A second spyscope ds ii was used, however, the image was also lost. An autolith electrohydraulic lithotripsy (ehl) probe was used when the visualization problems occurred. The spyscope ds ii was disconnected and reconnected back to the controller, and the controller was rebooted several times; however, the problem was not resolved. They also tried to used a spysnare, and it failed to open when it was inside the scope and inside the patient. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event.